Event description:
A customer reported that their insulin pump screen remained dark and would not turn on despite attempting various troubleshooting steps, including checking the power source and using different chargers. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.